Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that the keypad became unresponsive during bolus. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 93 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
No unexpected button error alarms noted. All buttons function properly. However, insulin pump had corroded keypad traces noted during visual inspection. Insulin pump had minor scratches on lcd window, cracked case on lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.